Event description:
It was reported that non-sustained lead noise due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Programming changes were made. Patient was stable.

Event description:
New information received notes that another instance of non-sustained rv oversensing due to post-paced t wave oversensing was observed via remote transmission. Patient was asymptomatic. Recommended programming changes will be made when patient presents to the clinic.

Event description:
New information received notes that programming changes were made. Another instance of post-paced t-wave oversensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.